Manufacturer narrative:
(B)(4). The analysis results showed that one gst45w reload was received with the one piece sled missing and unfired making it nonfunctional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video assisted thoracoscopic procedure the blade advanced slightly but no stapling or cutting occurred. A second reload was tried and the procedure was completed with no patient consequences reported. The manual over ride was used to reverse the blade and open the jaws.